Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose after reconnecting to the ilet following a period without insulin, with cgm trending down from the 300s to the 70s and a confirmatory fingerstick of 68 mg/dl; the event occurred after prior manual insulin dosing and subsequent automated corrections. Symptoms included feeling low and tingling. Outcomes included self-treatment with 15 grams of carbohydrate, improvement in symptoms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding hypoglycemia risk following correction of marked hyperglycemia. Investigation of this case revealed hypoglycemia with cause unclear, with no device malfunction identified and corrections likely contributing to the low glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.